Event description:
Additional event information states that the device was repositioned at least once.

Manufacturer narrative:
Additional information has been provided in b5. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. False alarm: the cause of the false alarm issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery access to support the 74 year female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Any other cardiac or systemic history was not shared. The patient was also supported by an ECMO circuit. The patient had known low volume and suction associated. The low volume was treated by large amounts of blood and volume delivered. The suction and native pulsatility persisted as there was a presumed internal bleed, but the bleed was not attributed to the impella cp. The team assessed the pump positioning for the suction and "in aorta" alarms. Echo imaging was performed to assess the pump as the "in aorta" alarm occurred more than the one time. The alarm may be false as the echo revealed the pump to be in position. The pump remained on for support despite these issues as hemodynamic needs persist. Bleeding is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. After 4 days of support the team made decision to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.